Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reap1468 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was washed and filled with physiological serum. During the removal of the stylet at the end of the procedure the user realized that there was a hole in the PICC and the catheter was removed. No harm to the patient.